Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call low battery alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Troubleshooting for low battery was performed. Customer's mother advised the insulin pump turned off by itself and has a false contact with the battery cap. Customer advised they replace the battery daily as a result of the low battery alert. Customer was advised a replacement battery cap would be sent out and to monitor the device until they receive it.